Event description:
Heartmate 3 left ventricular assist device (lvad) patient presents with recurrent and symptomatic (near syncope) gastrointestinal bleeding (gib) event #4 which required hospitalization and blood transfusion. Additionally, patient presents with spontaneous (non-traumatic) hematoma to the right leg (measuring 9cm) which is painful and limits mobility. International normalized ratio (inr) on admission was 1.8, but was fully reversed with vit k due to symptoms. 4 units of blood were transfused over the hospitalization. Endoscopic evaluation included egd, colonoscopy, and capsule study. Blood was found consistently in the colon (right greater than left) however the source was not identified. Inr goal was lowered to 1.8 and heparin was not pursued given both bleeding issues. Patient was discharged with titrating dose coumadin; no aspirin.